Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, lot# unknown, , product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had not been getting pain relief from her device since she fell and broke both her wrists in (B)(6) of this year. The fall reportedly ¿jarred something with the pump¿ and it was moving around ¿evenmore¿ (refer to manufacturer report # 3004209178-2013-06222 for previous pump movement). The patient was not getting pain relief with a bolus as she used to, when she used to get pain relief shortly after accessing the bolus with her personal therapy manager (ptm). It was reported even though the personal therapy manager (ptm) would show the bolus was successful, the report printout would show that she was denied. The patient¿s health care provider (hcp) was reportedly not addressing the patient¿s pump issue. It was also noted the patient¿s hcp ¿knew about her degenerative disc disease for the last three years¿ but reportedly didn¿t tell the patient about it. It was then reported when the patient opened a door ¿about a month ago¿ her back twisted and she noticed her disc bulged. No further information was provided. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.